Manufacturer narrative:
No button response due to flattened dome switch on act button. The excessive no delivery alarms could not be confirmed due to the keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's son reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 131 mg/dl. It was stated that the customer was unable to clear the alarm and the device was not responding to button presses. It was stated that all buttons were unresponsive and confirmed that the time on screen was advancing. The device was returned for analysis.